Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a tah with a lynx product and lysis of adhesions implanted on (B)(6) 2010 due to hypermenorrhea, sui, pelvic adhesive diseae, and left hemorrhagic cyst. The only implanted device referenced in the records available is a lynx suprapubic mid-urethral sling system (boston scientific) with its lot #1ml0042002. The implant date is referenced as (B)(6) 2010 a sticker appears on post-op note (for (B)(6) 2010 procedures): (B)(4), non-ethicon. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problem. It was reported that patient underwent mesh revision/removal (an bartholin gland cyst, marsupialization) on (B)(6) 2010 due to sling extrusion, bartholic cyst. It was reported that the patient on (B)(6) 2013 underwent mesh removal (and urethrolysis) on (B)(6) 2013 due to pelvic pain

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.